Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was not confirmed. In addition to the findings, the following non-reportable malfunctions were identified: the front panel mouth cracked, bottom chassis and front panel chassis was rusted; worn out socket slider switch causing intermittent use of high intensity mode; corrosion on scope socket and igniter is firing weak. The investigation is ongoing and a follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, the lamp on the evis exera iii xenon light source keeps going into spare lamp mode. There were no reports of patient harm associated with this issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the device constantly going into spare lamp mode could not be identified, nor could the phenomenon be duplicated/confirmed. Olympus will continue to monitor field performance for this device.